Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. The customer received a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. As a result, defibrillation therapy would not be available if needed.  There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to the battery pcb assembly being missing from the device. The missing pcb prohibited the device from powering on. A test battery pcb assembly was installed in the device and proper device operation was observed. Physio-control has contacted the customer for further information regarding the missing component, but has not been successful. The cause of pcb being missing could not be conclusively determined.